Event description:
The user facility reported that the tr band became deflated during use to assist with achieving hemostasis following a diagnostic cardiac catheterization procedure. The following information was provided by the user facility: the patient was in the recovery room when the nurse noticed that the access site began "oozing blood"; the rn added additional air to the band and the bleeding temporarily stopped; the access site began to bleed again and it was determined that the tr band was not staying inflated; the involved tr band was replaced with another one and hemostasis was successfully sustained; the estimated blood loss due to the deflation of the 1st tr band was less than 10-ml; and the patient was discharged on schedule the following day.

Manufacturer narrative:
Subsequent to the initial medwatch report, the involved device was returned to the manufacturing facility in japan for further evaluation. Inspection and testing of the returned sample confirmed that there was an air leak. Closer inspection of the sample confirmed that there was foreign material caught in the valve. The piece of material was approximately 11mm in length and electron microscopic inspection confirmed characteristics that are consistent with human hair. Each device is tested for valve leakage during manufacturing. Therefore, it is conjectured that the contamination occurred sometime between the air leak test and use of the device. While it cannot be confirmed whether the reported deflation was related to a manufacturing process, production personnel have been informed of the complaint to increase their awareness and minimize the potential for any contamination to occur during manufacturing. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2011-00065 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
Although there was reportedly no impact to the patient, the event description indicates that some minor blood loss did occur (estimated to be < 10-ml). Method- the involved device is currently in transit to the manufacturing facility in (B)(4)for evaluation. A supplemental report will be submitted when the evaluation results are available. The involved device has not yet been received by the manufacturing facility for evaluation and the production lot number is not known. Therefore, meaningful evaluation of retained samples, device history records and complaint files is not possible. The cause for the reported deflation of the tr band cannot be determined based upon the currently available information. The labeling does address the potential for an event related to inflation / deflation of the tr band in the instructions-for-use with statements such as: "do not inject more than 18ml of air. There is a possibility of damaging the device is this volume is exceeded"; "patient should not be left unattended while the tr band is in use." Additional statements in the instructions-for-use related to inflation / deflation of the tr band include: depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly"; and "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental report will be submitted based on the results of the evaluation of the involved device by qa at the manufacturing facility. (B)(4).